Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer amulet left atrial appendage occluder was implanted using an amplatzer torqvue 45x45 delivery sheath. The patient's activated clotting time (act) was reported to be 550 seconds at one point. They were given 15,000 units of heparin. The patient returned on (B)(6) 2022 with chest pain and shortness of breath. Transthoracic echocardiogram and computerized tomography imagery was obtained on the patient. It was determined that the patient had a late pericardial effusion of unknown origin. The effusion eventually led to cardiac tamponade. The patient had a drain placed and was transferred for observation. It was decided to perform pericardiocentesis instead of surgery. The physician noted that the blood removed from the patient was venous blood and thought there could be an issue with the transverse sinus or the patient's high act. It was also suggested that it could have been caused by the stabilizing wires of the amulet device or the delivery sheath causing damage to the right atrium as it exited the body but there is no conclusive evidence of either at this time. The patient is stable and has been discharged. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion, chest pain, shortness of breath, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 device code 2682 patient-device incompatibility removed.

Event description:
N/a.